Manufacturer narrative:
Device had cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the lip ring of the insulin pump was missing. The customer reported that the reservoir was not able to lock in place. The customer also reported that she was in the hospital due to knee replacement. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.